Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  Component code of ¿appropriate term/code not available¿ was selected as based on the fourier transform infrared spectroscopy (ftir) the material is a polycarbonate; however, the kind of component remains unknown and there is no code for plastics in general. The investigation was completed on 06-aug-2021. It was reported that a patient underwent an ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. When setup, the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter was opened. When it was taken from the bag, two small black plastic fragments came out of the bag. Although the damage of the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter handle, etc. Cannot be confirmed, the sound may be missing. Therefore, the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter was exchanged. After replacement, the procedure continued without any problems. The procedure was completed without patient's consequence. Additional information received indicates that the issue was noticed before use and the device was not used on the patient. An analysis was performed on the picture that was provided by the customer. According to the picture, two small black plastic fragments came stuck-on tape attached to the sample. However, the original packing could not be observed in the pictures provided. The customer complaint was confirmed. This investigation was performed based only on the photo provided. The product analysis was performed as appropriate in order to find root cause of the complaint. The product was returned to biosense webster for evaluation. Biosense webster performed visual inspection and functional test on the returned device. Visual analysis of the returned device revealed that soundstar eco was returned with no apparent damage. Two small black fragments were received inside a petri box with the device. Fourier transform infrared spectroscopy analysis was performed on the black particles and ir data revealed that black particles showed the characteristic absorption bans for polycarbonate -base material. Second visual inspection was performed and fragments do not belong to the catheter since there was no signs of breakage. However, no further test could be performed due the packaging were fragments where found was not returned. A manufacturing record evaluation was performed and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instruction for use states to do not use the soundstar®catheter if it is damaged. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and there was foreign material inside the packaging outside of specifications. When setup, the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter was opened. When it was taken from the bag, two small black plastic fragments came out of the bag. Although the damage of the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter handle, etc. Cannot be confirmed, the sound may be missing. Therefore, the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter was exchanged. After replacement, the procedure continued without any problems. The procedure was completed without patient's consequence. Additional information received indicates that the issue was noticed before use and the device was not used on the patient. The issue was assessed as MDR reportable for foreign material inside the packaging outside of specifications.